Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on an e411 analyzer. No other discrepant results were generated during the run. The sample initially resulted as < 5 pg/ml and this value was reported outside of the laboratory. There were no error messages generated on the analyzer during initial testing. The initial result was questioned by a physician. The sample was repeated, resulting as 2400 pg/ml. The 2400 pg/ml result was believed to be correct based on the patient's clinical condition. The patient was not adversely affected. The e2 reagent lot number and expiration date were asked for, but not provided. It was explained to the customer that a pipetting issue may have occurred, but was not detected by the analyzer. It was explained that foam, bubbles, or fibrin in or on the samples may have led to a pipetting issue. It was recommended to the customer to clean the probe on the analyzer. A specific root cause could not be determined based on the provided information. A pre-analytic sample handling issue could not be excluded as a root cause. A temporary instrument issue also may be involved in the event. A general reagent issue or kit specific reagent issue is unlikely.